Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Please reference sections a2 and b2. The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recalibrated, recertified and returned to the customer. Its important to note that the wye circuit was not provided as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) patient (gender unknown), the device alarmed. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device alarmed. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.